Event description:
It was reported that after implant, during the device functional test, wireless connectivity was lost after external shock was delivered and the device did not get the wireless capability back. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and was analyzed. Firmware initiated power on reset (por) which caused loss of telemetry c.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and was analyzed. Firmware initiated power on reset (por) which caused loss of telemetry c.